Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the jaws of the device would not open when the handle was used. The issue occurred when working on the colon hepatic flexure, and the handle required three squeezes to eventually open. The tissue was not thick, and no other material had been grasped. The issue occurred two further times during the procedure. There was no patient injury, and a new device was used to continue the procedure.

Manufacturer narrative:
Additional information: evaluation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The jaws opened and closed normally when the handle was activated. The knife extended and retracted normally when the trigger was activated. The knife cut the test media cleanly. The investigation found the device to function normally and within specifications.if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per additional information. The device was released from the tissue successfully.